Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy pacemaker (crt-p), a patient family member stated "the app shows five years and at the last appointment it showed five years, but yesterday it showed three years. I sent a transmission to the doctor and they told me to call you. I have the patient hooked up to a pulse monitor and it is at 60 beats per minute (bpm), and the patient never at 60 bpm."  The patient was referred to the physician.  The crt-p remains in use.  No further patient complications have been reported as a result of this event.